Manufacturer narrative:
Additional information received from the physician indicated the cause of death was due to congestive heart failure, atrial fibrillation and cardiomyopathy. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted the inner tubing was kinked/buckled, the outer insulation had a cosmetic depression and there was apparent explant damage. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation had a cosmetic depression.

Manufacturer narrative:
Additional information received from the physician indicated the cause of death was due to congestive heart failure, atrial fibrillation and cardiomyopathy. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned to the manufacturer, analyzed and analysis revealed normal battery depletion. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted the inner tubing was kinked/buckled, the outer insulation had a cosmetic depression and there was apparent explant damage. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation had a cosmetic depression.

Manufacturer narrative:
Additional information received from the physician indicated the cause of death was due to congestive heart failure, atrial fibrillation and cardiomyopathy. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
A call was received by technical services by a manufacturer's representative on behalf of a physician reporting the patient's death and requesting assistance with retrieval of electrogram's. The physician was attempting to see the electrograms from the date of death but these episodes had been written over by episodes which occurred post mortem/post explant. Additional information received through follow up indicated the last device check (B)(6) 2010 showed normal device function. The cause of death has been requested but not received.